Event description:
It was reported that the lead was explanted due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 10.8-13.6cm from the distal tip. The silicone insulation was abraded and the conductor was visible. Internal insulation abrasions were found at 30.2-31.1cm and 32.8-34.5cm from the distal tip. External insulation abrasion was found at 44.5-44.7cm from the distal tip, consistent with lead friction to the ICD. The conductor's etfe coating was intact at all locations.